Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery were not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device was operating at elective-replacement level and was implanted beyond its projected longevity. The voltage drop that triggered the battery performance alert was due to the expected reduction in battery capacity associated with prolonged implant duration. Device was implanted for 10.76 years which exceeded its projected longevity and is consistent with expected service life. Electrical and mechanical evaluations identified no functional abnormalities.

Event description:
Corrected information: the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the device reached elective replacement indicator (eri) level earlier than expected. The physician alleged premature battery depletion. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.